Manufacturer narrative:
(B)(4). D10: #item 42560007514, stem extension tapered, #lot 66328337. #item 42542006402, psn rev tib fix np sz c r, #lot 65727040. #item 42522100510, psn rev tib fix np sz c r, #lot 65966070. Therapy date: (B)(6) 2026. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee revision surgery approximately 3 years post implantation due to loosening. Attempts have been made and no further information has been provided.